Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced necessary parts. The instrument was repaired, tested without further problem. Instrument returned to expected operation.